Event description:
Per the clinic, the patient developed infection at implant site (specific date not reported), exposing the device. The patient was treated with oral antibiotics (specific date and duration not reported), followed by revision surgery to washout and debride (specific date not reported) the infected site. The patient also underwent a procedure to pack the wound with antibiotic gauze; however, the issue could not be resolved. Subsequently, the device was explanted under general anesthesia on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.